Event description:
Treatment of an avm. It was reported during onyx injection, resistance was encountered while the physician was injecting onyx which led to the catheter burst. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.